Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was admitted to the hospital on a non-emergency walk at (B)(6) 2025, diagnosed with right ureteral stones with hydro stasis and infection, and sent to the operating room at (B)(6) 2025 for right retrograde intrarenal surgery urethral mass biopsy under general anesthesia. After the operation, reported to the head nurse that when the patient finished the operation at 10:20 and was about to place a urinary foley catheter for the patient, it was found that the catheter was filled with a missing conical valve after opening, rendering the catheter unusable. Therefore, the catheter was replaced. This did not affect the patient.